Manufacturer narrative:
Other relevant device(s) are: micra, <(<)> model #: mc1vr01-delsys/ expiration date: 28-apr-2021 / serial#: (B)(4), UDI #: (B)(4), device available for evaluation: yes, return date: 08-apr-2020 > device evaluated by manuf: no, device evaluation anticipated, but not yet begun dev rtn to MFR: yes, <(<)>; mfg date: 03-apr-2020, labeled for single use: yes, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implantation the leadless implantable pulse generator (ipg) exhibited placement difficulty and the delivery system was removed. Attempts were made to reinsert the ipg back into the patient but the ipg could not be reinserted. The procedure was completed with a new ipg. The physician suspects that the placement difficulty was due to the tricuspid valve not being a normal shape and the heart was also rotating after the cardiovascular surgery but was overall unsure about the cause of the placement difficulty. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Correction: product ID# mc1vr01-delsys, correction: return date: 16-apr-2020. (B)(4). Product event summary: the full delivery system was returned and analyzed. The analysis indicated that the delivery system outer shaft was kinked/buckled. The articulation of the delivery system was out of plane. The articulation curve of the delivery system did not meet specification. The delivery system inner shaft was mechanically kinked/bent. Blood was observed on the outer shaft of the delivery system. Visual analysis of the lead indicated damage during use. The analyst noted the full delivery system was returned with the device intact in the device cup. The outer shaft is kink/buckled at 5.5 cm from the distal end of the delivery system. The inner shaft is kinked at 1.5 cm from the distal end of the recapture cone. There is blood on the outer shaft located at the distal end of the stability member. If information is provided in the future, a supplemental report will be issued.